Event description:
It was reported that a user replaced a dexcom g7 sensor and the ilet remained in bg run mode without dosing due to pairing failure, resulting in no meal announcements or insulin delivery for breakfast and lunch and subsequent hyperglycemia with reported glucose over 400 mg/dl after lunch. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no care facility involvement. Investigation included troubleshooting and education with the user to toggle sensor type from g6 to g7 and re-enter the g7 pairing code. Investigation of this case revealed that the ilet displayed ongoing pairing with the sensor and dosing was stopped while in bg run mode. It was concluded that hyperglycemia occurred secondary to lack of insulin delivery associated with unsuccessful sensor pairing and operation in bg run mode.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.